Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Company representative reported the customer alleged inaccurate delivery of the infusion device. Three attempts were made to reach the customer, but these were not successful. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.